Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a left foot osteotomy (bunion removal) on an unknown date. The patient underwent revision surgery on (B)(6) 2016 to remove one (1) 3.0mm headless compression screw-long thread 20mm that had backed away from the bone. Another 3.0mm headless compression screw was implanted. There was no reported surgical delay. The procedure was successful and patient outcome reported as good. This is report 1 of 1 for (B)(4).